Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during use for peritoneal dialysis therapy. The patient stated that the device alarmed in the middle of the night and they found themselves disconnected (patient line from transfer set). The patient turned the device off and then back on. The alarm had cleared and the alarm log showed the alarm. The patient went to end of therapy and the technical service representative advised to start over with all new supplies or perform manual therapy. During the follow up, it was reported that the transfer set was used after this event with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a disconnection was reported between the patient line and the transfer set, which is known to cause this alarm. The cause of the disconnection/loose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.